Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that on (B)(6) 2019 a patient presented to the health center with a migraine headache. An hcg test was completed with a positive result. The same day, a beta hcg test was performed and the result was <0.6 miu/ml. No negative patient outcome reported and patient was determined to not be pregnant.

Manufacturer narrative:
Retention products for the reported lot were tested with clinical negative urine sample. All devices were read at 3 minutes and yielded expected negative results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Manufacturer narrative:
Update to d4: UDI information added. Correct to d4: expiration date corrected to 31 october 2020. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with clinical negative urine samples. All devices yielded expected negative results at 3 minutes. The reported issue was not replicated. The case details were reviewed along with the complaint history for the reported issue and no systemic issue was identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. A root cause could not be determined based on the information provided. Complaints are tracked and trended on a monthly basis. Per the limitations section of the package insert: a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.